Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called emergency services due to feeling weakness and needed to be seen. The patient had a history of dementia and was being seen at the hospital on a monthly basis. The patient¿s blood pressure was originally stable, however, the patient began to acutely decompensate. The patient was care-flighted to the hospital. The patient had right sided chest pain, continued to acutely decompensate and was intubated. In the period of time between leaving the helicopter and admission to the emergency room, chest compressions were started, however, the patient expired. Low flow events were reportedly noted in the device history log; however ems personnel stated there were no audible alarms. It was reported that an autopsy was requested, however, no indication was given from the receiving hospital as to whether the pump would be explanted or whether the system controller or log file would be available for evaluation.

Manufacturer narrative:
Approximate age of device - 1 yr. 5 mo. The manufacturer is attempting to acquire the device and any additional information that is known regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient arrived at the hospital via critical care ambulance. It was noted that the patient had been implanted with an lvad at another facility. According to the paramedics, the patient had been experiencing some alarms on the device. According to the patient¿s wife, she went to wake him up in the morning after 2 alarms were heard. When she went in to find him, he was diaphoretic and nonresponsive. She called 911 and by the time the paramedics arrived, he had regained consciousness. That regained consciousness was transient; however, and he basically lost consciousness and became apneic shortly before arrival to the hospital. Lvad parameters showed normal function. The speed was 9000 rpm. The power was 3.9 and low flow at 2.4. In review of the history record, the patient was noted to have had low flows over the previous 3 days. Aggressive fluid resuscitation was instituted with 2 l of bolus wide open. An autopsy was not performed and the pump and equipment were not recovered. The vad coordinator reported that the pump was functioning as intended during the incident and parameters were within normal limits. The pump is not suspected to have contributed to the patient¿s death. The cause of death is unknown. The vad coordinator also reported that is unknown if there was any infection, stroke, or cardiac collapse.